Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and found to have a severely bent grip tip causing misalignment of the grip-tips. There was a 0.70mm offset at the tips. A clip cannot be properly loaded into the clip groove of the grip-tip. The grips were not found to have cracking damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier insturment jaws would not close to allow the clip to be applied to the tissue. When manually tested outside the patient the jaws would close. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that the clip applier would not open and close when connected to the robot. This was not in relation to the tissue, and no harm was caused. When the scrub staff opened and closed it manually the mechanism worked. It just wouldn¿t move once connected to the robot arm. The drape was adjusted but this did not help.